Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image degradation, ccd (charged coupled device) water ingress, cable board water ingress, connector section water ingress, button board water ingress, internal ccd corrosion, connector contact corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image degradation due to cable board water ingress. Image degradation due to ccd water ingress. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had video image noise. Internal lens condensation. The event occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.